Event description:
The physician later reported that the increased seizures were related to external factors (not vns). The quantity of the increased seizures compared to baseline is unknown.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented to the emergency department with adverse events. The device was checked, and output currents were lowered to see if stimulation was contributing to the events. This was performed for patient comfort. It was later reported that the patient is having more seizures that are not correlated with the recent decrease of vns output. No other relevant information has been received to date.